Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerned an asian female patient of unknown age. Medical history included hypertension. Concomitant medications included metformin for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30 100u/ml) cartridge via humapen ergo ii, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date of 2003. Since an unknown date, after starting the human insulin isophane suspension 70%/human insulin 30% treatment, sometimes the injection button of humapen ergo ii could not be pressed down and could be pressed down sometimes but no human insulin isophane suspension 70%/human insulin 30% flowed out (the specific malfunction was unknown) since (B)(6) 2023 (pc 6319121; lot 1405d01). At present, the injection button could not be pressed, and it was told that there was no foreign material in the humapen ergo ii. The operator pressed the middle of the injection button every time, and the needle and the cartridge were connected in place. The operator used thumb to press the injection button. The needle was not blocked or bent, not replaced a new needle before each injection (improper use), stored injection pen without needle. Since an unknown date after starting the human insulin isophane suspension 70%/human insulin 30% treatment, she hospitalized every year to condition the blood glucose (pc 6326768, lot number not provided). Since an unknown date, she experienced retinopathy (her vision in one eye was 0.2 and in one eye was 0.4). Around 2017, she had surgery for retinopathy and after having surgery, her vision in one eye was 0 and in one eye was 0.2. She was recovering from the event. No information regarding corrective treatment was provided. The human insulin isophane suspension 70%/human insulin 30% treatment was continued. The operator of the humapen ergo ii and training status was unknown. The general humapen ergo ii duration of use and the suspect humapen ergo ii duration of use was more than 6 years approximately. The action taken with the suspect humapen ergo ii and its return status was not provided. The reporting consumer did not know the relatedness of the events with human insulin isophane suspension 70%/human insulin 30% treatment and humapen ergo ii. Edit 07-feb-2023: upon review, added pc number in the case, updated other reportable to other sae check box in euca field and updated device purchased tab. Update 09-feb-2023: information regarding correction in initial information was received from affiliate on 28-jan-2023 and the injection button of humapen ergo ii could not be pressed down and could be pressed down sometimes but no human insulin isophane suspension 70%/human insulin 30% flowed out (the specific malfunction was unknown) was corrected from jan-2016 to jan-2023. Since no new medically significant information was reported, hence no changes were made to the case. Edit 09-feb-2023: upon review, added a concomitant device to process pc. Edit 14-feb-2023: upon review, updated the concomitant humapen ergo ii to suspect humapen ergo ii. Added pc number in the narrative accordingly. Edit 14feb2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary. This report is associated with 1819470-2023-00011 since there is more than one device implicated.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statement in b.5. Please refer to update statement dated 03mar2023 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2023-00011 since there is more than one device implicated. Evaluation summary a family member of a female patient reported that, in 2016, the injection button of the patient's humapen ergo ii device "could not be pressed down sometimes and could be pressed down sometimes but no insulin flowed out." At present ((B)(6) 2023) the injection button could not be pressed. She experienced abnormal blood glucose. The investigation of the returned device (batch 1405d01, manufactured may 2014) found the injection screw was broken into two pieces and the soft touch was partly de-bonded, with evidence of excessive force observed for these issues. Malfunction confirmed. The reporter stated that the patient had used the device for more than six years and the needle was not replaced before each injection. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use and to use a new needle for each injection. There is evidence of improper use. The patient used the device beyond its recommended use period and did not use a new needle for each injection. It is unknown if these misuses are relevant to the event of abnormal blood glucose. In addition, the injection screw was broken due to damage in the field, not related to the manufacturing process.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerned an asian female patient of unknown age. Medical history included hypertension. Concomitant medications included metformin for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30 100u/ml) cartridge via humapen ergo ii, subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date of 2003. Since an unknown date, after starting the human insulin isophane suspension 70%/human insulin 30% treatment, sometimes the injection button of humapen ergo ii could not be pressed down and could be pressed down sometimes but no human insulin isophane suspension 70%/human insulin 30% flowed out (the specific malfunction was unknown) since jan-2023 (pc 6319121; lot 1405d01). At present, the injection button could not be pressed, and it was told that there was no foreign material in the humapen ergo ii. The operator pressed the middle of the injection button every time, and the needle and the cartridge were connected in place. The operator used thumb to press the injection button. The needle was not blocked or bent, not replaced a new needle before each injection (improper use), stored injection pen without needle. Since an unknown date after starting the human insulin isophane suspension 70%/human insulin 30% treatment, she hospitalized every year to condition the blood glucose (pc 6326768, lot unknown). Since an unknown date, she experienced retinopathy (her vision in one eye was 0.2 and in one eye was 0.4). Around 2017, she had surgery for retinopathy and after having surgery, her vision in one eye was 0 and in one eye was 0.2. She was recovering from the event. No information regarding corrective treatment was provided. The human insulin isophane suspension 70%/human insulin 30% treatment was continued. The operator of the humapen ergo ii and training status was unknown. The general humapen ergo ii duration of use and the suspect humapen ergo ii duration of use was more than 6 years approximately. The action taken with the suspect humapen ergo ii with pc 6319121 was returned to manufacturer on 13feb2023 and suspect humapen ergo ii with pc 6326768 was not returned to manufacturer for investigation. The reporting consumer did not know the relatedness of the events with human insulin isophane suspension 70%/human insulin 30% treatment and humapen ergo ii. Edit 07-feb-2023: upon review, added pc number in the case, updated other reportable to other sae check box in euca field and updated device purchased tab. Update 09-feb-2023: information regarding correction in initial information was received from affiliate on 28-jan-2023 and the injection button of humapen ergo ii could not be pressed down and could be pressed down sometimes but no human insulin isophane suspension 70%/human insulin 30% flowed out (the specific malfunction was unknown) was corrected from jan-2016 to jan-2023. Since no new medically significant information was reported, hence no changes were made to the case. Edit 09-feb-2023: upon review, added a concomitant device to process pc. Edit 14-feb-2023: upon review, updated the concomitant humapen ergo ii to suspect humapen ergo ii. Added pc number in the narrative accordingly. Edit 14feb2023: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 03mar2023: additional information received on 28feb2023 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. Device with pc (B)(4) was returned to manufacturer on 13feb2023; updated malfunction from unknown to yes (not cirm); and added date of manufacturer. Device with (B)(4) was not returned to manufacturer for investigation. Corresponding fields and narrative updated accordingly.